Event description:
It was reported that this paddle set failed to operate.

Manufacturer narrative:
(B)(4): it was reported that this paddle set failed to operate. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.